Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported patient involved had a powerpicc solo catheter inserted (B)(6) 2019. Catheter cutted at 42 cm and placed as hospital's procedure. After IV infusion therapy, in the hospital, to date (B)(6) 2020 the clinician said the IV liquid come outside from exit site. The clinician decided to take out the catheter and was visible, at 3 cm, a clear linear lesion at the catheter. The IV therapies: carbo-taxol. The patient was able to administer the IV therapy with a second PICC.